Event description:
The customer reported false negative results with the ID now covid-19 assay for two tests. This MFR report addresses test 1 of 2. The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Repeat testing was not performed. Pcr confirmation testing was performed with an unknown platform and generated a positive result. The customer stated that the patient was symptomatic. No additional patient information, including treatment and outcome was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-0.